Event description:
Hp reported feeling overfilled while using the homechoice cycler for apd therapy. Hp states she started therapy with a remainder of approximately 2000ml in her peritoneum from her capd exchange performed during the day according to the hp, it was her first time using the homechoice cycler at home and was switching therapies from capd to apd. Hp states she had an incomplete initial drain on the homechoice cycler that was followed by a full fill of 2000ml. According to the hp, her healthcare professional had programmed the cycler for an initial drain alarm of 0ml. Hp states she felt chest pain and nausea, and initiated a manual drain on the homechoice. Hp states she removed 4373ml of fluid from her peritoneum during the manual drain. Hp further relates she experienced pain, nausea and vomitting after manually draining and went to the ER. Hp states she was hospitalized 3 days for observation and testing. Hp relates examinations during hospitalization revealed no pt injury or peritonitis. According to hp, she has completely recovered.